Event description:
"No signals, significant char noted on multiple electrodes". There was no adverse event. Although the reported malfunction of "no signal" for the constellation diagnostic catheter can not cause char to form on the electrodes, the report of char is a concern due to the risk of serious injury that can occur. It is decided that, in this case, filing a MDR to the FDA would be an appropriate action.

Manufacturer narrative:
H6-pending product return.